Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that drive support cap was cracked. Stated that when rewinding, the whole end cap comes off and the numbers are not counting up when priming. Caller was unsure of blood glucose but believes that her son was around 200 mg/dl and had a low of 60 mg/dl one morning. She declined low blood glucose troubleshooting. Also declined troubleshooting for the numbers not appearing when priming. Customer was advised that insulin pump would need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with detached end cap. Unable to perform displacement test due to detached end cap. Drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, broken battery tube threads, scratched case and missing end cap sticker.